Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the patient experienced shocking sensation at the ins site. An MRI was done and there was no indication of lead migration. No further complications were reported/anticipated at this time.